Event description:
During code pt shocked at 360 joules. Operator smelled smoke, but thought it was pt related. During delivery of second shock at 360 joules, sparks and smoke came out of paddle cord at connector area. Pt apparently received both shocks as determined by physical observation. Third shock delivered by second defibrillator at 200 joules, changed rhythm. Pt restored to viable rhythm after multiple medications.